Event description:
It was reported that the balloon ruptured. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure. The procedure was completed with another of the same device. There were no patient complications reported.